Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the device occasionally does not turn on due to malfunction of power board. Trouble shooting and diagnosis were done, power board was fixed and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device occasionally does not turn on.